Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen and the customer was unable to clear it. Customer stated that they turned off the pump and back on, and the screen was able to be cleared. In addition, it was reported that the pump shut down due to insufficient battery power. Customer stated they let the pump battery deplete and did not plug the pump into a power source to charge. Customer had elevated blood glucose levels (over 300 mg/dl), and moderate ketones. Customer's health care professional classified the ketones as life threatening. Customer stated manual injections were delivered to stabilize blood glucose levels, and reported that blood glucose levels were stabilized and they no longer have ketones.